Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged inside is breaking apart, particles in tubing/chamber, device/power cord or supply melted, and also alleged difficulty breathing/short of breath. There was no report of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles related to a CPAP device's sound abatement foam. The patient alleged inside is breaking apart, particles in tubing/chamber, device/power cord or supply melted, and also alleged difficulty breathing/short of breath. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.the manufacturer previously received information alleged inside is breaking apart, particles in tubing/chamber, device/power cord or supply melted, and also alleged difficulty breathing/short of breath. Related to a CPAP device's sound abatement foam.the medical intervention that the patient received in response to the event is currently unknown. The device was returned to the manufacturer's quality product investigation laboratory for investigation. Observed the following from internal and external inspection -dust/dirt contamination on top and bottom enclosures, ui panel, rear panel, accessory module flip door, control dial, keypad, blower, blower box, blower outlet seal, p4 power connector. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were two errors (error #193 err usb host no device,error #53 err comp log sem timeout) found. The manufacturer concludes,that they could not confirm the customer complaint and they confirmed the dust/dirt contamination in the airpath, likely from a source external to the device and there is no evidence of degraded sound abatement foam.